Event description:
It has been reported that a revision surgery was performed due to disassociation. After the poly was removed the knee was irrigated and a "pinhead" sized piece of bone cement was removed from the posterior lateral corner under the dovetail locking mechanism of the tibial base. A new insert was then snapped into place in the usual fashion.

Manufacturer narrative:
Na